Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery on the insulin pump only last a day and the display went blank. He sated he had tried 6 new batteries and the 7th one finally worked. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value was 174 mg/dl. Customer was advised to revert to a backup plan until the replacement battery cap arrives.